Event description:
It was reported that on 01 april 2022, a 28mm amplatzer amulet left atrial appendage occluder was implanted. Since the implant of the device, the patient has had a recurring device related thrombus (drt) 3 separate times on transesophageal echocardiography (tee). No threads were seen on the thrombus. The thrombus appeared like a mass and was not fiber-like in appearance. The patient has been prescribed oral anti-coagulants every time the drt appears. It was reported that the patient was non-compliant with their anticoagulant. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, a root cause of the reported incident could not be conclusively determined. Thrombus is a potential adverse events associated with the device or implant procedure per the amplatzer amulet instructions for use furthermore, this complaint was reviewed by abbott representative. The reviewer stated that, "sequence 2 shows an amulet device with the disc > 20mm below the pr. A sessile mass measuring 13mm from its la side to the amulet central screw is noted. The mass's surface is irregular and consistent with drt. No pedicle or stranding is noted. Color flow doppler does not identify a leak behind the mass or the device lobe. Sequence 6 is an en face view of the mass covering nearly the entire disc of the device. It does not appear to impinge upon the lupv or mitral valve. The initial implant tee images dated apr 29, 2022 are also submitted for review. Still frame images at study initiation indicate a 28mm amulet per the IFU, but the landing zone measured is typically 4-8mm more distal than that required by the IFU. Sequences 20 and 21 show a mid/anterior tsp. Sequences 35 and 36 shows 45/-16 x-plane with the lobe deployed > 5mm distal to the lcx in 45, but canted in the -16 such that the mitral side is more proximal than the pr side. Sequences 39 and 40 show disc deployment, with the disc > 10mm below the pr in both views. Tension testing/disc optimization is shown in sequences 41-43, but the disc has return to below the pr in sequence 44. Subsequent images show a cable released device that meets close criteria and has no pdl by color flow doppler. However, the disc is >15mm below the pr in some views." (Reference pre-investigation task cine reviews within the complaint record).